Event description:
The customer reported that she believes the piston in her insulin pump is going out and moving slower when going through the rewind process. The customer experienced high blood glucose of 422mg/dl and gave her a manual injection per her doctor's instructions. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The unit had cracked reservoir tube lip.